Event description:
Mesh implanted on (B)(6), 2003 due to incontinence. Thereafter, every month during her menstrual cycle, feels like she is almost hemorrhaging because she has to change 2-3 pads every 1-2 hour. Having cramping, abdominal pain, swelling around the suture site, tenderness, and discomfort during intercourse.